Event description:
The dealer reported that the chair would slow down and then speed up. The erratic movement could cause injury to the user. The dealer tested the batteries and they failed the load test and needed to be replaced.